Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A visual inspection confirms the event. The locking rails were damaged. This event is determined to be within the scope of CAPA and (B)(4). In addition, the device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital.